Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was inserted and straddled. While applying the m knob, the clip moved in an unintended direction due to the device being miskeyed. The clip was brought back into the steerable guide catheter (sgc) and was removed per IFU. Another cds was prepared and implanted reducing mr to grade 1.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was inserted and straddled. While applying the m knob, the clip moved in an unintended direction due to the device being miskeyed. The clip was brought back into the steerable guide catheter (sgc) and was removed per IFU. Another cds was prepared and implanted reducing mr to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported sleeve steering issue was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.